Event description:
During a follow-up in clinic, the device was interrogated and the remaining longevity was lower than expected. Technical support was contacted and could not explain the drop in remaining battery voltage. Premature battery depletion was suspected. The device was explanted and replaced and the patient stable following the procedure.

Manufacturer narrative:
Additional information: as received, the device was interrogated successfully and was above elective replacement indicator (eri). Analysis of the device image indicated that autocapture feature was enabled and was operating in high output mode (hom) at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Additional testing performed, including mechanical stressing of the device and functional testing revealed no anomalies. A longevity assessment was performed based on device usage data and device was at normal range of operation with appropriate remaining longevity. The reported event of premature battery depletion was not confirmed.